Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillations delivered while the patient was wearing the lifevest.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home with his wife present, and was unconscious when the device started to alarm. Ems was called and started attempting to resuscitate the patient. Review of the patient's download data revealed that the patient had received 5 appropriate treatments from the lifevest prior to passing. At 5:41:17 am, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), the post-shock rhythm was idioventricular rhythm at 50 bpm with recurrent vf. At 5:41:45 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus rhythm at 70 bpm with non-sustained ventricular tachycardia (nsvt). At 5:42:17 am, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 40 bpm with recurrent vf. At 5:42:46 am, the patient was treated for a fourth time by the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 5:43:17, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. The patient had received 5 treatments within the same detection sequence. The lifevest is designed to deliver 5 treatment shocks during one detection sequence. The patient remained in vf with varying amplitudes and CPR and motion artifact from 5:43:17 am to 5:57:53 am, during which time a non-lifevest defibrillation was delivered to the patient. The patient's rhythm at the time of the non-lifevest shock was vf with CPR artifact, and the post-shock rhythm was asystole with CPR artifact and intermittent cardiac activity. From 5:48:10 am to 5:53:10 am, the patient's rhythm was vf with CPR artifact. A non-treatable rhythm was declared by the lifevest at 5:56:12 am. The patient's ECG shows that the patient's rhythm was vf with CPR artifact. The CPR artifact prevented the lifevest from delivering a treatment at this time. At 5:58:03 am, the patient received a second non-lifevest defibrillation. The patient's rhythm at the time of the non-lifevest shock was vf with CPR artifact, and the post-shock rhythm was asystole with CPR artifact. From 6:00:10 am to 6:02:56 am, the patient's rhythm was an idioventricular rhythm at 40 bpm with CPR artifact transitioning to vf with CPR artifact. The electrode belt was disconnected at 6:02:56 am. The patient's equipment was returned and the electrode belt was fully functional while the monitor had an open r781 resistor, which is consistent with the patient receiving external defibrillations while wearing the lifevest. There is no indication that a device malfunction caused or contributed to the patient's death. The device acted as designed and delivered 5 appropriate shocks during one detection sequence.